Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing morphine (30mg/ml at 22mg/day). The indication for use was non-malignant pain. It was reported that on an unknown date, the patient experienced a return of symptoms. A rotor study was done on (B)(6) 2017 and was found to be normal. A dye study was not successful due to the inability to aspirate cerebrospinal fluid (csf) and drug from the side port. Needle positioning in the side port was confirmed by fluoroscopic imaging. It was unknown whether any environmental, external, or patient factors may have led or contributed to the issue. The healthcare provider planned to increase oral medications and refer the patient to a surgeon to have the catheter replaced. At the time of report, the situation was considered unresolved and the patient's status was alive - no injury. No further complications were reported or anticipated.